Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4), 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio pro meter read inaccurately erratic. The patient reported blood glucose results of "6.7, 14.0 and 15.3 mmol/l" with the subject meter, performed within 20 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2012, the meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.